Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse cleaned the system and replaced multiple hardware components to resolve the issue. The fse replaced the following components: roller pump tubing, sample syringe, reagent syringes, and photometer lamp. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported erratic creatinine (cre) patient results were generated on the au480 clinical chemistry analyzer. The results were reported out of the laboratory. There was no report of change to patient treatment in association with this event.